Event description:
Patient presented to hospital after fall in which she opened her mini thoracotomy site with pleural effusion. Physician chose to revise lv lead due to this. Upon opening pocket puss was noted and entire system was extracted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).